Manufacturer narrative:
B3 revised date as it was entered incorrectly on the initial report that was submitted. E4 added selection as it was omitted from the initial report that was submitted. H6 added health effect - impact codes as they were omitted from the initial report that was submitted.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported that a 50-year-old male with dilated cardiomyopathy and heart failure was supported with ecpella and underwent escalation to impella 5.5 under extracorporeal membrane oxygenation (ECMO) support. After removal of the impella cp, the first impella 5.5 pump was inserted via the right axillary graft without issue. Approximately 10 minutes after initiation, a low purge pressure alarm occurred, with purge pressure around 200 mmhg and purge flow approximately 30 ml/h. Troubleshooting was performed, including inspection for fluid leakage, reseating the purge cassette, and replacing the aic with 10% glucose solution; however, the condition did not resolve. The pump was subsequently replaced. Following ECMO removal, blood pressure was supported pharmacologically, and a second impella 5.5 pump was implanted using a y-shaped graft extension and guidewire technique without issue. The second pump remains in use with the patient supported in the intensive care unit. The facility has requested pump analysis and replacement of the impella 5.5 pump and purge cassette.

Manufacturer narrative:
Per internal review on 20-mar-2026, it was determined that the impella will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient and support. Coding updates h6. Health effect - clinical code "hemostatic instability" (e2343) added. H6. Medical device problem code "fluid/blood leak" (a050401) added.